Event description:
Customer's family member called to notify medtronic minimed that their pt passed away due to congestive heart failure. Family member stated that blood glucose was always stable. Custoemr was using pump at time of death.